Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a procedure, a black artifact appeared and persisted. Software indicated persistent high heat in the area around the black artifact. Treatment in this area was discontinued and the fiber was pulled back for a normal ablation higher up along the trajectory. All 4 fibers used for this case were pulled back 1-2 millimeters. Upon removal of the catheter, they found it was charred. The surgeon completed the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system. Post-imaging indicated an air pocket in the region, clinical result of air pocket is unknown. The cooling catheter is a disposable item and will not be returned to manufacturer for analysis.

Manufacturer narrative:
The reported issue occurred during use of a real-time MRI scan. Proper procedure was followed. The black artifact was confined to the treatment zone. This is caused by air space near the catheter. Software functioning as designed per software analysis.

Manufacturer narrative:
A medtronic representative reported that the incident occurred during a brain procedure. The surgeon reported that a clinical result has not been determined of the air pocket. However, there was no unintended brain tissue or structure damaged as a result of the reported issue.